Event description:
It was reported that during a lap assisted distal gastrectomy procedure, the blade broke when it was wiped. Broken piece did not fall into the pt's body. Same thing occurred for two products. Another device was used to complete the case. There were no adverse consequences to the pt.